Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es remote manager, the fridge failed, was unable to accessed and did not recover it. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-july-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the fridge latch and wiring harness were damaged. A field service engineer replaced the latch and wiring harness to resolve the issue. The system functioned as intended after the field service engineer repaired the device.